Event description:
It was reported that the customer had an alarm that stated the battery had less than 30 minutes left. Customer had changed the battery a couple of days ago. Customer stated that they had a power failure alarm. Customer's blood glucose was 13.0 mmol/l. Customer was explained that the power loss alarm was likely due to an internal battery as the current battery is full. Customer was advised to remove the battery. Customer stated that the light is still on. Customer did not have spare batteries at the time of the call. The insulin pump will be replaced.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.